Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that over the past two days he had gone through four different sets because the tube pulled out of the contact of the quick release/ site connector when he was sitting down. Reportedly, he had elevated blood glucose levels. The site was patient's abdomen and the pump was on the same side in the pocket. The infusions had been in for a day. The infusions were stored in a drawer for emergency purposes. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.